Manufacturer narrative:
(B)(4). Batch 1007785 does not exist for (B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ r 87 v infusion set experienced leakage during infusion. No report of serious injury or medical intervention.

Event description:
It was reported that a bd r 87 v infusion set experienced leakage during infusion. No report of serious injury or medical intervention.

Manufacturer narrative:
The initial MDR reported the lot number as unknown for this complaint as it was not found in the database. The correct information for the lot number is as follows. Medical device lot #: 1007785; medical device expiration date: 02/01/2021; device manufacture date: 03/06/2018. DHR review was performed and no ncr-s were recorded during production of this batch that would explain issues costumer was experiencing. 5 samples were received on site for investigation, 1 sample came decontaminated still attached to the infusion bottle. This sample was tested and leakage was observed on the bottom part of the drip chamber (spigot). Additional 4 unused samples were also tested and results are within specification. Probable root cause for this issue is molding defect of the drip chamber where during molding one side of the base of the drip chamber becomes thinner and breaks, leading to leakage. Changing the preventive maintenance plan of the drip chamber machine. Considering the option of reducing some machine maintenance intervals, as well as including some specific maintenance of the most critical parts. Follow up with the drip chamber supplier using the open claims to see that they have taken steps to reduce the occurrence of defective drip chambers.